Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated with a manual insulin injection. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The insulin pump was working as designed after reconnecting and priming the reservoir of the insulin pump. The customer was advised that the no deliver alarm was caused by an infusion set or reservoir occlusion. The customer also reported having low blood glucose levels of 46 mg/dl after over-injecting insulin. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).